Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of fire was observed. No corrosion was observed. Built-in reader test was performed and the test passed the returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence of fire was observed. The returned battery voltage was measured, and a power consumption test was performed, and both were within specification. The current draw on the returned reader was within specification. Reader was also monitored under thermal camera during operation, where no abnormal hot spots were observed. The customer did not return the usb charging cable and adapter. There was no evidence observed that would cause the reader to become ¿too hot to hold" as reported by the customer. Therefore, the issue is not confirmed. The DHR for the libre reader indicated by the serial number provided by the customer and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device "started making a noise" and they were given an "electrical shock" while performing a scan of their device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the fs libre sensor reader reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device "started making a noise" and they were given an "electrical shock" while performing a scan of their device. There was no report of death, serious injury, or mistreatment associated with this event.